Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) had 12 patients that had overinfusion and 6 patient¿s that had ¿this and that¿. It was believed that the 40ml pumps had overinfusion, but not the 20ml pumps did not. Something with the rotor and tubing caused the problem.

Event description:
Correction: it was believed that the 20ml pumps had overinfusion, but the 40ml pumps did not. It was later reported that the pump patients had been experiencing multiple problems. At least 6 patients experienced hospitalizations associated with overinfusion pump problems. Investigation on the part of the hcp¿s practice revealed that it was a widespread problem. The hcp was concerned that it would ultimately be a problem with all 20ml pumps. It may not have included 40ml pumps, as the hcp had not yet seen a problem with them. The hcp was suggesting pump replacements to his patients.